Event description:
(B)(6) called about the pw system purchased on (B)(6) 2025 caused her mom to have bed sores just after three days of usage and wanting to return the system and the 27 wicks not used, stated she was advised by the nurse who transferred that the suction is not as strong as the ones in the hospital, advised of the return policy, attempted to ts, (B)(6) declined stated she just wanted the money back and does not understand how we could sell something that the pt. Can't try out and not return if they can't use, (B)(6) also stated that if we don't do the return that she would sue (B)(6) medical, requesting to either spk with a sup or be able to return the unit and wicks, reached out to the sups advised by (B)(6) to confirm allergic reaction, confirmed processing return. (B)(6) also stated that if we don't do the return that she would sue (B)(6) medical, requesting to either spk with a sup or be able to return the unit and wicks, reached out to the sups advised by (B)(6) to confirm allergic reaction, confirmed processing return. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per follow up via phone on (B)(6) 2025, the patient's daughter reported that the patient passed away on (B)(6) 2025 due to complications from dementia. She stated that the patient had allergic reactions to the wicks. She also stated that because the wicks did not suction, the patient developed bed sores.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed, as the product met specifications. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection system with accessories (pump tubing, collector tubing with elbow connector, collection canister with lid). There were no cracks present in the collection canister. There was no damage noted to the returned tubing. The stop valve of the canister lid was working properly. There was light and sound when the power switch was flipped to the on position, indicating device function. Functional evaluation of the returned sample noticed the device passed tm0301240 revision 3 with value of 2.252 slpm, after 10 seconds. Once the system was powered on and ran for 30 seconds, the device and accessories passed tm0301254 revision 3 by showing a 500g increase in 16.67 seconds. An in house external power cord was used for evaluation. A labeling/packaging review is not required as the reported event is unconfirmed. A DHR/bh review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. Correction: a, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter called about the pw system purchased my (B)(6) 2025 caused her mom to have bed sores just after three days of usage and wanting to return the system and the 27 wicks not used. Stated she was advised by the nurse who transferred that the suction is not as strong as the ones in the hospital. Advised of the return policy, attempted to ts. She declined stated she just wanted the money back and does not understand how we could sell something that the pt can't try out and not return if they can't use. She also stated that if we don't do the return that she would sue liberator medical, requesting to either speak with a supv or be able to return the unit and wicks. Reached out to the supv, advised to confirm allergic reaction, confirmed processing return. Patient's daughter also stated that if we don't do the return that she would sue liberator medical, requesting to either spk with a supv or be able to return the unit and wicks. Reached out to the sups advised by dona to confirm allergic reaction, confirmed processing return. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per follow up via phone on 14-nov-2025, the patient's daughter reported that the patient passed away on (B)(6) 2025 due to complications from dementia. She stated that the patient had allergic reactions to the wicks. She also stated that because the wicks did not suction, the patient developed bed sores. Per customer follow up received via email on 26-nov-2025 stated that I am the patient's daughter who bought this product for my mother. I have been awaiting a bio box for 3 weeks in order to return the unit and get the much needed refund. I have spoken with someone 3 times and several others 4 or 5 times requesting the bio box be sent. It still has not come. I have requested it many times. At this point it has gotten ridiculous, extremely frustrating and upsetting. My mother passed away on (B)(6), 2025. She had a bad reaction to the purewick that caused horrible sores on her vagina and bottom because the suction was not powerful at all. It caused pooling and so much more. It was completely different to the one I used in the hospital when I broke my leg last year that had me consider after using one myself, purchasing one for my mom to use at home. My mother was at home with me when she passed much sooner than we ever expected or imagined. She was in a lot of unnecessary pain that was caused by the purewick when she passed. I never thought that something that helped me so much in the hospital when I was unable to get out of bed and pee would harm her so greatly. Due in part to it not being messaged or explained when it was purchased/sold to me that because of the lack of hospital level suction it could pool and cause the level of damage it did to her in 3 days. No one told me until after the unit did not work well, that it did not have the same suction power as the hospital. My mom was in a lot of pain when she passed because of the purewick. I will send you pictures of her bottom and vagina where the pooling urine from the purewick left horrible sores and holes on her vagina and her bottom. The suction is terribly poor and caused major problems that did not exist before the product was introduced and used. I am considering sharing this story with the public in an effort to warn others. Why weren't these questions posed 3 weeks ago in an email. I gave all of this information to bd on our first call. I will send pictures. I need the bio box and I need the refund. I have been trying to get the purewick back to you all for a long time but you all have not sent the bio box that has been promised to me multiple times. What is the issue? I am very upset. My mother died in pain because of your product. Please send the bio box or something I can send the unit back in and please send the refund check made out to me. Great impact after only 3 days, intense sores, on vagina and bottom. Care takers, aid, nurse, myself all applied thick barrier cream and had to keep extra clean, with bottom patches and monitoring and many changes throughout day it was rough and awful for her. She was on pain meds for pain and required many changes, cleaning and attention to sores. She passed on (B)(6) much sooner than ever expected. I will never use this product again and may let others know via media and print how dangerous this product can be and let them know that the suction on an at home unit is very poor and dangerous. I want and need the bio box immediately, I want and need the refund check sent. This has been a horrible experience and by making me wait almost a month and 2 weeks after my mothers passing and having talked to many people to no avail I may take this to the press in an effort to save others from this kind of pain and suffering. It should not have happened. I will be sending the pictures of the damage caused to my mom in a separate email.

Event description:
(B)(6) called about the pw system purchased on (B)(6) 2025 caused her mom to have bed sores just after three days of usage and wanting to return the system and the 27 wicks not used, stated she was advised by the nurse who transferred that the suction is not as strong as the ones in the hospital, advised of the return policy, attempted to ts, auth declined stated she just wanted the money back and does not understand how we could sell something that the pt. Can't try out and not return if they can't use, auth also stated that if we don't do the return that she would sue liberator medical, requesting to either spk with a sup or be able to return the unit and wicks, reached out to the sups advised by dona to confirm allergic reaction, confirmed processing return .auth also stated that if we don't do the return that she would sue liberator medical, requesting to either spk with a sup or be able to return the unit and wicks, reached out to the sups advised by dona to confirm allergic reaction, confirmed processing return. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported. Per follow up via phone on 14-nov-2025, the patient's daughter reported that the patient passed away on (B)(6) 2025 due to complications from dementia. She stated that the patient had allergic reactions to the wicks. She also stated that because the wicks did not suction, the patient developed bed sores. Per customer follow up received via email on 26-nov-2025 stated that I am the patient's daughter who bought this product for my mother. I have been awaiting a bio box for 3 weeks in order to return the unit and get the much needed refund. I have spoken with reese 3 times and several others 4 or 5 times requesting the bio box be sent. It still has not come. I have requested it many times. At this point it has gotten ridiculous, extremely frustrating and upsetting. My mother passed away on (B)(6) 2025. She had a bad reaction to the purewick that caused horrible sores on her vagina and bottom because the suction was not powerful at all. It caused pooling and so much more. It was completely different to the one I used in the hospital when I broke my leg last year that had me consider after using one myself, purchasing one for my mom to use at home. My mother was at home with me when she passed much sooner than we ever expected or imagined. She was in a lot of unnecessary pain that was caused by the purewick when she passed. I never thought that something that helped me so much in the hospital when I was unable to get out of bed and pee would harm her so greatly. Due in part to it not being messaged or explained when it was purchased/sold to me that because of the lack of hospital level suction it could pool and cause the level of damage it did to her in 3 days. No one told me until after the unit did not work well that it did not have the same suction power as the hospital. My mom was in a lot of pain when she passed because of the purewick. I will send you pictures of her bottom and vagina where the pooling urine from the purewick left horrible sores and holes on her vagina and her bottom. The suction is terribly poor and caused major problems that did not exist before the product was introduced and used. I am considering sharing this story with the public in an effort to warn others. Why weren't these questions posed 3 weeks ago in an email. I gave all of this information to reese on our first call. I will send pictures. I need the bio box and I need the refund. I have been trying to get the purewick back to you all for a long time but you all have not sent the bio box that has been promised to me multiple times. What is the issue? I am very upset. My mother died in pain because of your product. Please send the bio box or something I can send the unit back in and please send the refund check made out to lisa darden. Great impact after only 3 days, intense sores, on vagina and bottom. Care takers, aid, nurse, myself all applied thick barrier cream and had to keep extra clean, with bottom patches and monitoring and many changes throughout day it was rough and awful for her. She was on pain meds for pain and required many changes, cleaning and attention to sores. She passed on (B)(6) much sooner than ever expected. I will never use this product again and may let others know via media and print how dangerous this product can be and let them know that the suction on an at home unit is very poor and dangerous. I want and need the bio box immediately, I want and need the refund check sent. This has been a horrible experience and by making me wait almost a month and 2 weeks after my mothers passing and having talked to many people to no avail I may take this to the press in an effort to save others from this kind of pain and suffering. It should not have happened. I will be sending the pictures of the damage caused to my mom in a separate email.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter zip: (B)(6). Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.